Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal explant procedure due to normal battery depletion of this device the device was attempted to be interrogated but there was difficulty. The device was able to programmed to vvi30 for the revision. It was noted that there was telemetry disturbance and even after turning off all sources of possible interference a telemetry error was noted. Noise was also seen on the electrocardiogram. This device was replaced and will be returned. No adverse patient effects were reported. A review of the product performance report by boston scientific technical services (ts) noted there are numerous factors which can influence telemetry performance. With this device, the device is operating on inductive telemetry which requires the wand to be in close proximity to the device in order to maintain telemetry. Sometimes the location of the device, such as sub-muscular, can position the device borderline for reliable telemetry without having to manipulate the wand. During a replacement procedure, the wand may not be maintaining a consistent distance relative to the implanted device. Ts noted that one consideration could be to establish telemetry prior to beginning the procedure to ensure device is programmed in the desired mode and all testing is complete ahead of beginning the replacement procedure. Ts also discussed environmental considerations such as emi in the catheter lab environment can introduce "noise" which can render the telemetry link unstable.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.